Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice automated pd set with cassette would not connect to a solution bag. Upon removing the yellow protective pull ring from the solution bag and while connecting it to the corresponding homechoice automated pd set with cassette, it was not possible to screw the two components together, as connection remained loose. This event occurred during setup with patient involvement. There was no report of patient injury or medical intervention associated with this event. No additional information is available.